Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The left cover was stuck into the right cover causing the reported issue. It was noted the system was likely crashed into a wall. The cover were reconnected and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when pressing on the open door on the pendent, the door was stuck in the closed position.